Event description:
Approximately three weeks postoperatively, pt noticed the right leg was shorter than the left. Pt alleges that x-rays at one yr f/u showed the screw had broken and the femoral head had come free breaking through the pelvic bone and moving into the pelvic cavity.

Manufacturer narrative:
To the best of product MFR's knowledge, device remains implanted. Specific device info was not provided.